Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills from 2003 to 2008 and depo provera from 2003 to 2008. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), abdominal pain upper ("stomach pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain") and mood swings ("mood swings"). The patient was treated with surgery (she had hysterectomy to remove the essure® implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper, migraine, headache, fatigue, weight increased and mood swings outcome was unknown, the back pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, back pain, fatigue, headache, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events - migraines / headaches, fatigue, weight gain / loss specify which one: weight gain, mood swings, back pain, cramps, stomach pain and did not undergo an essure confirmation test were added. Date of insertion and removal date updated, reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: birth control pills from 2003 to 2008 and depo provera from 2003 to 2008. Concurrent conditions included body mass index normal, heavy periods, secondary dysmenorrhea, anxiety disorder, menarche, asthma, depression and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), abdominal pain upper ("stomach pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings") and anxiety ("anxiety") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she had hysterectomy to remove the essure® implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper, migraine, headache, fatigue, weight increased, mood swings and anxiety outcome was unknown, the back pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, fatigue, headache, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pathology test - on (B)(6) 2017: result: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy uterus weight. 121 grams. Benign cervical tissue. Benign non secretory endometrium unremarkable myometrium. Benign bilateral fallopian tuba tissue including fimbriae. Specimens received: 'uterus, cervix, bilateral fallopian tubes. Clinical history. Pre-op/ post-op diagnosis: : pelvic pain, dysmenorrhea, peroneal pain surgical procedure: robotically assisted laparoscopic total hysterectomy, bilateral salpingectomy, possible open, cystoscopy. Gross description: external surface is purple, hyperemic and smooth. Tubes are sectioned to reveal a stellate lumen. No mass lesions are grossly identified. Identified within each fallopian tube is a soft metallic surgical device which is spiraled, consistent with essure.. Concerning the injuries reported in this case the following events were reported via social media : anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event anxiety were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: birth control pills from 2003 to 2008 and depo provera from 2003 to 2008. Concurrent conditions included body mass index normal, heavy periods, secondary dysmenorrhea, anxiety disorder, menarche, asthma, depression and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), abdominal pain upper ("stomach pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), anxiety ("anxiety"), insomnia ("insomnia") and sexual dysfunction ("sex life has been ruined") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper, migraine, headache, fatigue, weight increased, mood swings, anxiety, insomnia and sexual dysfunction outcome was unknown, the back pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, fatigue, headache, insomnia, migraine, mood swings, pelvic pain, sexual dysfunction and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pathology test - on (B)(6) 2017: result: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy uterus weight. 121 grams. Benign cervical tissue. Benign non secretory endometrium unremarkable myometrium. Benign bilateral fallopian tuba tissue including fimbriae. Specimens received: 'uterus, cervix, bilateral fallopian tubes. Clinical history: pre-op/ post-op diagnosis: pelvic pain, dysmenorrhea, peroneal pain. Surgical procedure: robotically assisted laparoscopic total hysterectomy, bilateral salpingectomy, possible open, cystoscopy. Gross description: external surface is purple, hyperemic and smooth. Tubes are sectioned to reveal a stellate lumen. No mass lesions are grossly identified. Identified within each fallopian tube is a soft metallic surgical device which is spiraled, consistent with essure. Concerning the injuries reported in this case the following events were reported via social media: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event sex life has been ruined. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: birth control pills from 2003 to 2008 and depo provera from 2003 to 2008. Concurrent conditions included body mass index normal, heavy periods, secondary dysmenorrhea, anxiety disorder, menarche, asthma, depression and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), abdominal pain upper ("stomach pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), anxiety ("anxiety") and insomnia ("insomnia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper, migraine, headache, fatigue, weight increased, mood swings, anxiety and insomnia outcome was unknown, the back pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, fatigue, headache, insomnia, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pathology test - on (B)(6) 2017: result: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy uterus weight. 121 grams. Benign cervical tissue. Benign non secretory endometrium unremarkable myometrium. Benign bilateral fallopian tuba tissue including fimbriae. Specimens received: 'uterus, cervix, bilateral fallopian tubes clinical history. Pre-op/ post-op diagnosis: : pelvic pain, dysmenorrhea, peroneal pain surgical procedure: robotically assisted laparoscopic total hysterectomy, bilateral salpingectomy, possible open, cystoscopy gross description: external surface is purple, hyperemic and smooth. Tubes are sectioned to reveal a stellate lumen. No mass lesions are grossly identified. Identified within each fallopian tube is a soft metallic surgical device which is spiraled, consistent with essure. Concerning the injuries reported in this case the following events were reported via social media : anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event insomnia was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: birth control pills from 2003 to 2008 and depo provera from 2003 to 2008. Concurrent conditions included body mass index normal, heavy periods, secondary dysmenorrhea, anxiety disorder, menarche, asthma, depression and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramps"), abdominal pain upper ("stomach pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), anxiety ("anxiety") and insomnia ("insomnia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper, migraine, headache, fatigue, weight increased, mood swings, anxiety and insomnia outcome was unknown, the back pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, fatigue, headache, insomnia, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pathology test - on (B)(6) 2017: result: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy uterus weight. 121 grams. Benign cervical tissue. Benign non secretory endometrium unremarkable myometrium. Benign bilateral fallopian tuba tissue including fimbriae. Specimens received: 'uterus, cervix, bilateral fallopian tubes. Clinical history: pre-op/ post-op diagnosis: : pelvic pain, dysmenorrhea, peroneal pain. Surgical procedure: robotically assisted laparoscopic total hysterectomy, bilateral salpingectomy, possible open, cystoscopy. Gross description: external surface is purple, hyperemic and smooth. Tubes are sectioned to reveal a stellate lumen. No mass lesions are grossly identified. Identified within each fallopian tube is a soft metallic surgical device which is spiraled, consistent with essure. Concerning the injuries reported in this case the following events were reported via social media : anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure® implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.